Manufacturer narrative:
Additional information was provided in d9 (date device returned to manufacturer). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pt presented to ed with sob, weakness and fatigue. Symptoms began on tuesday. Patient was taken to cath lab which showed multivessel disease and required vasopressors and inotropes for hypotension and hemodynamic instability. Impella cp placed via right femoral artery. Patient requiring higher level of care and confirmed transport. The patient lost the placement signal with no pulsatility while on stretcher waiting for helicopter and the md had to start multiple pressors and calcium to obtain pulsatility. Echo confirmed placement ok, however, the lv was moving poorly. The patient was also intubated for transfer. After transfer, continuous renal replacement therapy was started due to ongoing cardiogenic shock. Liver and kidney failure noted. The patient went to the or for impella 5.5 upgrade using the double barrel technique. Hematuria noted while on crrt and plasma free hemoglobin lab work sent, however, the turnaround time would be lengthy. The md felt there may have been clot on end of cannula, so decision was made to do tpa protocol through purge system despite no purge pressure or purge flow issues. After tpa infusion was completed, urine no longer red. The patient remained therapeutic with normal ptt levels on systemic heparin gtt. Patient improved enough to have the impella 5.5 removed on (B)(6) 2025 without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.